Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to audible tones. It was determined that the lead integrity alert (lia) was triggered and review of the episodes revealed noise in the right ventricular (rv) channel due to a possible outside source. It was noted that the patient was swimming in a pool at the time. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.